Manufacturer narrative:
A ge service rep evaluated the system and replaced the left monitor. The system operates as intended.

Event description:
The customer reported the left monitor was not functioning properly. This issue may cause the system to be unusable due to a loss of the live image. There is no report of pt injury or death.